Event description:
The customer reported to beckman coulter hotline support that sample tubes processed on their unicel® dxc 600i instrument appeared to be wet. Troubleshooting with the assistance of hotline support revealed an overflowing cap piercer blade wash. The leak was contained to the instrument. The operator wore a lab coat, gloves and goggles while operating the instrument. The customer also stated the obtained erroneous glucose results for several patients. A review of patient data provided by the customer was performed and it was verified that glucm (glucose) results were generated which do not meet beckman coulter 2 sd total precision claims. The customer released erroneous results from the laboratory and created amended reports. The customer does not have information that patient treatment was impacted.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse evaluated the instrument and a leak at the cap piercer was confirmed. The fse removed an obstruction in the cap piercer waste line to correct the problem. (B)(4).